Event description:
While evaluating a homechoice cassette for an alarm situation, baxter's failure analysis lab noted an incomplete prime of the patient line. No patient injury or medical intervention was reported at time of initial report.